Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump buttons were unresponsive and a button error alarm could not be cleared. The customer the insulin pump was not exposed to moisture. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had cracked lcd window, cracked case at the display window corner and cracked reservoir tube lip.